Event description:
The user reported the device broke off in the patient's shoulder without any injury. There was a slight delay of 10 minutes to replace the device. Repeated attempts to obtain additional information regarding this problem have not been successful.